Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005, the patient was pre-operatively diagnosed with schuermann¿s kyphosis and underwent posterior spinal fusion at t4-t10 in which rhbmp-2 was used. Patient alleges unspecified injury due to the use of rhbmp-2. On (B)(6) 2005, the patient underwent removal of left t5 spine screw.